Manufacturer narrative:
H11: correctived data: this event was previously reported by edwards lifesciences under manufacturer report #2015691-2024-09828. Additional information obtained determined this event is a duplicate of manufacturer report #2015691-2024-09823. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve, underwent a valve-in-valve procedure after an implant duration of nine (9) years, nine (9) months due to mitral regurgitation. The tmvr was performed with a 26mm 9750tfx valve.

Manufacturer narrative:
H10: additional manufacturer narrative: this device remains implanted in the patient as this is a valve-in-valve procedure. This device is not expected for return. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.